Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received results in the "400's" mg/dl and five minutes later received results in the "100's" mg/dl. No adverse event reported. Strips are not available for return.